Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 24g x 0.75in. Insyte autoguard unit from lot number 3083904. Additionally, six photos were provided for investigation. The photos are representative of what was returned and do not provide any additional evidence that isn¿t already covered by the physical sample evaluation. A gross visual inspection of the returned unit found that the button was pressed, but the needle remained un-retracted. During microscopic inspection, the unit retracted on its own after the needle was slightly bumped on the microscope staging area. Prior to retraction, the spring was able to be inspected and no bound coils were identified. After retraction, the unit was inspected for adhesive, but no traces of adhesive were identified. Additionally, no damage to any of the components was identified. The defect was attempted to be replicated by un-retracting the unit and then retracting it. However, the unit retracted without resistance and the defect was unable to be replicated. Given the available evidence, it is likely that the defect originated during manufacturing due to interference between the components. This may originate during manufacturing due to a damaged grip/adapter/ hub/spring/needle due to station misalignment or incorrect equipment settings or from excessive gel due to incorrect equipment settings. Operators perform testing for needle retraction per the quality control plan to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
No additional information

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard yel 24ga x .75in needle did not retract. The following information was provided by the initial reporter, translated from japanese to english. This is a report about needle retraction failure of insyte autoguard. According to the customer's report, the hcp pressed the button, but the safety mechanism was not activated, and the needle was not retracted after the patient was punctured.